Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clip was ejected when it was going to be fed into the jaw. Another device was used to complete the case. There were no adverse consequences for the pt.